Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values where the cgm reading was 400 mg/dl. The patient was feeling light-headed and dizzy. She did not do any finger sticks or calibration. Due to the high readings she saw in her receiver, she went by herself to a nearby urgent care facility and arrived there at around 10:00 am. Once there, the staff took a finger stick reading and it showed a bg reading of high values (patient cannot recall what was the exact value). She could not recall what her cgm reading was. The urgent care staff advised the patient to go to a hospital. She then went to the hospital by herself and once there, the hospital staff took a finger stick which showed she was about 357 mg/dl (patient said that it was a 43 difference from the cgm). She could not recall the exact cgm reading but it was about 400 mg/dl. She could not recall what symptoms she had. She was treated with IV fluids and some antibiotics (does not know the name/dosage/route). The patient was hospitalized for two days and was discharged on september 4 in the afternoon. At the time of the call, the patient said that she was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid was taken at the hospital. It has been reported that there was a difference in readings of 43 points. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.